Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 68 (trace pointers are invalid.), pump error 49 (history pointers failed. The history pointers are corrupted.) And pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer was able to clear the error and successfully complete fill cannula delivery test. The error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, active current and sleep current test. No unexpected pump error 23 alarm, pump error 49 alarm, or pump error 68 alarm noted during testing. However, pump error 75 alarmed during self test due to internal battery not plugged in properly. Successfully downloaded history files and traces using thump software. The pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly. In summary, customer alleged pump error 23 not confirmed. Pump error 49 not confirmed. Pump error 68 not confirmed. Pump error 75 noted during self test due to connector not plugged in properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.